Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during the procedure that the 4968 lead was non-function and the new device was connected to the 5071 lead. The 4968 lead was capped and surgically abandoned. There were no patient complications reported as a result of this issue.